Manufacturer narrative:
The insulin pump passed functional test including displacement, prime, basic occlusion, occlusion, and no delivery tests.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level of 476 mg/dl. The customer's mother stated that prior to the event the customer was experiencing high blood glucose levels and was feeling unwell. The customer's mother also stated that the customer uses an mmt-865 infusion set and that the last set change was less than a day before. Programming was correct, but troubleshooting was not performed due to customer not having any supplies. Nothing further was reported.